Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect pt is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect platinum (pt) inferior vena cava (ivc) filter on (B)(6) 2016, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Investigation: the following allegations have been investigated: vena cava (vc) perforation/embedment, caval thrombosis/clots/stenosis/occlusion, unable to remove, tilt, bleeding, hospitalizations. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported bleeding and hospitalizations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2016. The patient alleges tilt, vena cava perforation, caval thrombosis, and embedment. The patient further alleges internal bleeding, clots, and hospitalizations. Percutaneous filter retrieval on (B)(6) 2021 due to complications and injuries. (B)(6) 2020, per a report from thrombolysis; ¿additionally, patient was complaining of bilateral inguinal pain and therefore dvt study was performed which demonstrated occlusion of the ivc below the ivc filter to the level of bilateral tibial veins. Right lower extremity: initial venogram demonstrates near occlusive thrombus involving the right femoral vein, moderately occlusive thrombus involving the right common femoral as well as external iliac veins and occlusive thrombus involving the common femoral vein. There is occlusion of the infrarenal inferior vena cava below the filter with chronic scarring versus thrombus noted involving the filter. Left lower extremities: occlusive thrombus involving the left common femoral vein and moderate residual thrombus involving the left common femoral vein and occlusive thrombus involving the external and common iliac veins. Occlusive thrombus involving the inferior vena cava below the filter.¿ (B)(6) 2021, per a report from retrieval report (attempted); ¿findings: left common iliac venogram: stenosis of the left common iliac vein. Inferior vena cavogram: stenosis of the infrarenal ivc around the ivc filter. Filter hook is likely embedded within wall/fibrin sheath and filter struts project outside topography of stenosed cava.¿ (B)(6) 2021, per a report from retrieval report (successful); ¿initial bilateral lower extremity venograms, venacavogram and intravascular ultrasound of the extremity deep venous systems as well as the ivc demonstrated chronic narrowing of the infrarenal ivc below the level of the ivc filter, chronic occlusion of the right common iliac vein and chronic narrowing of the entire left lower extremity deep venous system with regions of chronic venous occlusion in the proximal and mid left femoral vein. Successful forceps retrieval of indwelling ivc filter and venoplasty of the infrarenal ivc, focal right common iliac vein and entire left lower extremity deep venous system to the level of the distal common femoral vein. Completion venograms and ivus demonstrated persistent chronic narrowing of the infrarenal ivc, right common iliac vein and entire left lower extremity deep venous system.¿

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ perforation. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Catalog number and lot number are unknown, however, the alleged celect-pt is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per the computed tomography (CT): "findings: filter type: cook celect. Ivc stenosis: no. Filter position: below above the renal veins. Filter migration: none. Filter fracture/bending: no. Filter tilt: yes. Filter penetration: yes. Other findings: yes. Impressions: the filter is tilted to the right. Coronal image 52. The anterior strut penetrates 6 mm through the ivc wall. It penetrates into the duodenum. Sagittal image 45. The left strut penetrates 8 mm through the ivc wall. Coronal image 49. The posterior strut penetrates 0 mm through the ivc wall. Sagittal image 48. The right strut penetrates 6 mm through the ivc wall. Coronal image 51.